Event description:
A complaint was received regarding the error message, "replace sensor," while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced aggressiveness and had a loss of consciousness. Emergency services provided the customer with honey and juice and brought the customer to the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor," while wearing the adc device. As a result, on 04mar2022, the customer experienced aggressiveness and had a loss of consciousness. Emergency services provided the customer with honey and juice and brought the customer to the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with an event log 53 which correlates to memory corruption. An extended investigation has also been performed on the returned sensor puck, and no signs of damage or misuse were observed. It was determined the cause for sensor error messages at the time of activation was due to memory corruption in the ferromagnetic random-access memory (fram) section of the application specific integrated chip (asic). Therefore, this issue is confirmed due to memory corruption. All pertinent information available to abbott diabetes care has been submitted.